Event description:
An attempt was made to use a scuba peripheral stent to treat a diffuse lesion in the left iliac artery. The lesion was pre-dilated; however, it was reported that during advancement of the device, the stent dislodged in vivo and was removed with a snare device. Another scuba was then attempted to complete the procedure. However, it was reported that same issue was experienced. The stent of the second scuba also dislodged in vivo during advancement and was retrieved with a snare device. It was reported that the procedure was successfully completed with another scuba device. It was reported that the event did not affect the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (based on the information available, no root cause can be determined).